Event description:
Trial broke off in pieces while trying in patient. All pieces recovered. According to the surgeon, the trail head seems too "fragile". There was no adverse consequence for the patient or delay in surgery or anethesia time.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest the event was attributed to a less than optimum design. Corrective action has been implemented to preclude this event in the future.